Event description:
A discordant advia centaur xp (B)(6) result was obtained on a pt sample. The result was released to the doctor. Upon repeat the corrected result was reported out. There was no known report of pt intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse replaced the ancillary probe and performed total service call. Based on the info provided, no conclusion can be drawn as to what may have caused the discordant (B)(6) result. The instrument is performing within specs. No further eval of the device is required.